Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 228 mg/dl after a missed meal announcement while using the ilet system; the user was advised to not enter the meal since more than 30 minutes had elapsed and to allow the pump to deliver correction doses. The user later confirmed that glucose returned to range with pump-driven corrections. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to a missed meal announcement, and the relevant component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.